Manufacturer narrative:
D10: device available for eval: yes. D10: returned to manufacturer on: 08-sep-2023. H.6 investigation summary: this complaint is for persistent gram-negative. Misidentification when using phoenix panel nmic/ID-307 (449289) batch number 2333608. The customer indicates that they are still seeing gram-negative mis ids. The customer provided isolates, lab reports, panels from batch 2319814 and binary files for the investigation. Note batch 2319814 corresponds to panel phoenix pmic/ID-109 and therefore not used as part of this investigation. As part of the investigation, bruker maldi was also used to identify the customer isolates. Maldi provided the following results for the customer returned isolates: p. Mirabilis- sample #s- 27030771, 27016065. E. Coli- samples #s- 27043313, 27069547, 27038381. To investigate, both retention panels from the complaint batch and the same material (#449289) but different batch number were tested using customer returned isolates p. Mirabilis (#27030771, #27016065) and e. Coli (#27043313, #27069547, #27038381) and evaluated for identification results. During investigation, all panels tested with the customer returned e. Coli isolates identified correctly. The retention panels tested with one of the customer p. Mirabilis (#27030771) isolates did not identify correctly. Therefore, this complaint is not confirmed for e. Coli mis ID but is confirmed for p. Mirabilis mis ID. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed three additional complaints on the complaint batch. None of the three additional complaints have been confirmed. Although we didn't see the issue with the customer returned e. Coli isolates, we recognized through complaint trending an increase of e. Coli mis ids over the past year. While those levels are still within the control limits of performance claims, CAPA #9051796 has been opened to capture the process of improving the performance on e. Coli ids. The technical team has identified a potential enhancement that would bolster the instrument¿s ability to interpret the behavior of the organism¿s interaction with the substates on the panel. This enhancement is a software update that requires several months of validation to ensure it does not have a negative impact on other organism ids. Based off the validation timeline, the enhancement would be released with the software update scheduled for summer of 2024. Additionally, the trending for p. Mirabilis was reviewed and does not show the same increase as e. Coli. However, bd is still assessing the feasibility of possible improvements for other common gram-negative organisms. Bd will communicate any further updates as they become available. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h.10.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, samples were misidentified. There was no report of patient impact. The following information was provided by the initial reporter: random mis-ids w/ gram negs. Give citrobacter a high score for e. Coli as an example. Several organisms were identified as one organism that was not presumptively suspected to be said organism, however when the repeat was completed, the correct ID result was output by instrument.

Manufacturer narrative:
D4. Medical device expiration date: unknown. G5. PMA / 510(k)#: the panel phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, samples were misidentified. There was no report of patient impact. The following information was provided by the initial reporter: random mis-ids w/ gram negs. Give citrobacter a high score for e. Coli as an example. Several organisms were identified as one organism that was not presumptively suspected to be said organism, however when the repeat was completed, the correct ID result was output by instrument.